Manufacturer narrative:
As received, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester and passed. No root cause was identified for the reported issue.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's internal pulse generator (ipg) was inoperable. The patient was unable to charge and received an error message on their patient controller. The patient underwent a surgical procedure in which their ipg was explanted and replaced.